Manufacturer narrative:
Investigation summary: the event unit was not returned for evaluation. In the absence of the subject device, it is not possible to determine the root cause of the incident. Although the root cause remains unknown, it is important to note that the bag can tear if contact is made with a sharp instrument, or if the bag is pulled with extreme force through a port site too small for the bag with specimen inside. The instructions for use state, "care should be taken to avoid contact of the bag with sharp instruments, morcellators, cutting devices, and electrosurgical and laser instruments." Although the root cause of your experience could not be determined, applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary. This document represents our initial/final report.

Event description:
Lap appy- "dr. (B)(6) was using the cd003 and the bag ruptured while inside the patient." Patient status: "fine."